Event description:
It was reported that a pump malfunction occurred after the pump got wet while the customer was swimming. The customer¿s blood glucose level was impacted, and the value was reported as "high." No actions were initially taken by the customer to address the high blood glucose level, and they did not require assistance from a third party due to incapacitation. Technical support provided assistance by instructing the customer on how to reset the pump and confirmed that the malfunction did not recur after the reset.